Event description:
Complaint: #(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary requested the product back for investigation. The oxygenator was delivered as a complaint sample. During the visual examination of the quadrox-I neonatal, no recognizable defects, damage or clots were found. No leakage was found in the leak test according to lv 201 (blood side). Trend search was performed and no systemic issue could be found. Device history record review for complaint (B)(4) and lot 70132069 was performed. There were no references found which are indicating a nonconformance of the product in question. The device was manufactured in compliance with defined production steps and specifications. Appropriate manufacturing documentation and production step controls were in place. Therefore no manufacturing problem was detected. The reported failure was identified as part of the current risk management file (B)(4). Mitigations for this specific failure are in place as per design specifications and in instruction for use. Mitigation-163 / design specification: the quadrox-I neonatal/pediatric design shall allow the transmission of o2 / co2 as specified between the gas path and the blood stream over the nominal gas flow range and application duration as per intended use. Mitigation-194 / design specification: the quadrox-I neonatal/pediatric shall provide interfaces to measure blood pressure on the venous and arterial side of the oxygenator during product application. Mitigation-111 instruction for use warning! During use, blood coagulation and deposits in the device or damage and leaks at the device may occur. This can lead to blood loss, embolisms and inadequate patient support. Visually check the device being used and the tube system on an ongoing basis. Avoid the direct administration of medicines into the oxygenator. Do not administer injection anesthetics, such as propofol, directly upstream of the oxygenator. Only administer them at low bolus rates; i.e. Low volumes per unit of time. Do not administer methylene blue immediately before or during perfusion. Medicines should ideally be administered via the patient access. Observe the permissible maximum values for water temperature, water pressure, blood flow and gas flow as well as pressure on the blood side and on the gas side. Monitor the pressure drop by measuring the pressure upstream and downstream of the oxygenator. If there is a significant drop in pressure, consider replacing the oxygenator. Check the gas exchange capacity through blood gas analyses. Have a replacement oxygenator available for an emergency exchange. In order to investigate the issue and identify any product problem, relevant questions were asked to the customer. However no answer could be received from the customer. At this time no sufficient informations could be received and no similar complaint investigated was found which could led to the confirmation of the failure and / or a product related malfunction. Based on this failure could not be confirmed. The root cause of the complaint could not be determined. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer; at the start of the extracorporeal circulation, poor oxygenation occurred. After making maneuvers to verify the actual defaillance of the same, the replacement was performed with a similar model given the non-resolution of the problem. Complaint no: (B)(4).